Event description:
It was reported that the customer had blood on site. Customer had some light bleeding at her site when she inserted her enlite sensor. Customer stated that the bleeding had stopped. Customer has been having crazy readings all day. Customer stated that at one point, the sensor was shutting down the pump and saying that she was crashing. Customer ate some candy as a result. Customer's blood glucose was at 290 mg/dl and later it was 170 mg/dl. Customer's sensor glucose reading was 62 mg/dl. Customer was not sure if moisture got into the sensor/transmitter connection. Customer will be waiting until morning to insert another sensor. It was explained that moisture in the sensor/transmitter connection can short out the transmitter. Treatment decision should only be made form the value of the finger stick. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.